Event description:
Information was received indicating that 19 days following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube a hole was noted in the pilot line. Subsequently, the tracheostomy (trach) was changed out on a ventilator dependent patient. There were no reported adverse effects.

Manufacturer narrative:
One customized 6.0mm ID fixed hyperflex tracheostomy tube with tts cuff was returned for evaluation. The device was then leak tested, and it was found to immediately deflate. The device leak was noted to be in the airway line with a small cut present. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.